Manufacturer narrative:
Concomitant: 5076-52 lead implanted: 2006-(B)(6).

Event description:
It was reported that the lead warning triggered, and both the atrial and right ventricular (rv) leads exhibited a spike in impedances on one day. The leads remain in use. No patient complications have been reported as a result of this event.